Event description:
The customer was calling to report that the hospital staff had lost their insulin pump; the orderlies lost the device while they were changing the customer's sheets. The customer's blood glucose was 280 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).